Event description:
It was reported that a temperature alarm occurred while the pump was charging. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer will continue to use the pump for insulin therapy.